Event description:
The pt reported experiencing low blood glucose 4 times in 2009. He stated that he most recently experienced low blood glucose about three weeks later, of 2.3 mmol/l (41 mg/dl). Her normal blood glucose range is 5-6 mmol/l (90-108 mg/dl). No further info is available. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside of the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplement report.